Event description:
It was reported that during the preparation of the emboshield nav6 embolic protection system, the filter was confirmed to be fully inserted into the catheter pod. The nav6 was advanced to the moderately calcified left internal carotid artery and as it was crossing the non-abbott proximal protection device, the tip of the nav6 appeared to have wedged into the protection device. Due to the excessive manipulations used to free the nav6, the filter prematurely deployed into the aortic arch. The nav6 handle was never activated to deploy the filter. The filter was pulled back into the sheath and the device was removed from the anatomy. There was no adverse patient effect or significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the emboshield nav6 was returned for analysis. Based on the information provided and analysis of the returned device, the reported difficulties appear to be due to case circumstances. There is no indication to suggest a product quality deficiency. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided.